Event description:
The customer reported that the device needs repairs and service. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the front case and display replaced due to damaged screen. As found software version 9.33.1.2, as left software version 9.33.1.2. Left and right iui replaced due to corroded pins. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/17/2014 to present date 01/04/2021, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the assembly front case w/keypad - unresponsive key. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #1120033 for unresponsive key. CAPA #ca-2018-0161 for iui's.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the front case and display replaced due to damaged screen. As found software version (B)(4), as left software version (B)(4). Left and right iui replaced due to corroded pins. A review of the device history record for sn (B)(4) was performed from date of manufacture 06/17/2014 to present date 01/04/2021, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device needs repairs and service. No patient involvement.